Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. The customer declined repair/service. The customer stated that the repair/service would be performed by a third party service provider, no further information was provided.

Event description:
It was reported that the ventilators touchscreen would not respond to touch. No patient involvement. Event date not specified; estimate used.